Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem customer technical support customer was able to change supplies and resume insulin.